Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the caretaker on approximately 07/29/2025, no specific symptoms were reported but the patient had to go to the hospital due to a hyperglycemic event, while the cgm reading was showing a low value. No information regarding treatment was reported. There was no documentation of further medical evaluation or intervention. No other details were documented and attempts to contact the reporter for more information were unsuccessful. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.